Event description:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On (B)(6) 2013, the patient had essure inserted. On (B)(6) 2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-n. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. The patient had a medical history of endometriosis, surgery (c-section cardiac stress tst, complete palpitations-results in epic, laparoscopy, laparoscopy diagnostic, removal iud, other surgical history, repair left labial laceration, other surgical history. Insertion of bilateral intrafallopian tubal coils), pregnancy (preterm labor with first pregnancy vbac (vaginal birth after cesarean), gerd, benign ovarian cyst, anxiety, amenorrhea, coronary artery disease, depression, parity 3 and multi gravida. Previously administered products included: paragard and azithromycin. Past adverse reactions to the above products included: rash with azithromycin. On (B)(6) 2012, the patient had essure inserted. On (B)(6) 2019, 2576 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (total laparoscopic hysterectomy, bilateral salpingectomy, cystoscopy). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery: no. Peared patent. The left ostium was identified first and the essure coil deployed without problem with 3 coils visible. The right ostium was then identified and essure coil deployed in a similar manner with 4 coils showing. Coils were verified with correct placement. Discrepancy noted removal date of drug updated to on (B)(6) 2019 from on (B)(6) 2019 00:00. Discrepancy noted insertion date of drug updated to on (B)(6) 2012 from on (B)(6) 2013. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index: 19.141 kg/sqm. [Hysterosalpingogram] on (B)(6) 2012: hysterosalpingogram. Indication: tubal ligation status. Technique: the examination was performed. The fluoroscopy time is 0.6 minutes. Findings: the scout images demonstrate bilateral essure coils. The following images demonstrate contrast in the endometrial canal. There is no tubal filling or free spillage bilaterally. Impression: bilateral tubal occlusion. [Pathology test] (date unknown): surgical pathology report pre op and post-op diagnosis endometriosis of uterus intermenstrual heavy bleeding final pathologic diagnosis: uterus, cervix, bilateral tubes: endometrium: secretory phase endometrium. Myometrium: no pathologic abnormality. Cervix: no pathologic abnormality. Fallopian tubes and fimbriae: no pathologic abnormality. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 10-nov-2023: medical record received. Reporters information added. Patient medical history and lab data added including pathology test. Non drug treatment updated. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer and describes the occurrence of medical device removal ("medical device removal") in a 30 year-old female patient who had essure inserted for female sterilisation. There was no information on the patient's medical history or concurrent conditions. On 01-jan-2013, the patient had essure inserted. On 01-jan-2019, 2191 days after essure insertion, she underwent medical device removal (seriousness criterion intervention required). Essure was removed the same day. The patient was treated with surgery (to remove essure). At the time of the report, the outcome of the event was unknown. The reporter considered medical device removal to be related to essure administration. The reporter commented: more than one related surgery-no. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. The most recent follow-up information incorporated above includes data received on: 24-mar-2023: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.